Manufacturer narrative:
The manufacturer previously reported that a ventilator would not power up. During the evaluation of the device at a third party service center, a failure of the device's internal battery was observed. The device's internal battery will be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.